Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient reported "about 7 years I have been suffering from progressive capsular contracture, accompanied by pain and inflammation". Later healthcare professional reporter "breast pain, feeling the folds, discomfort when sleeping, grade IV contracture". This record is for the left side. Device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade IV accompanied with pain and inflammation (confirmed by physician). It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d2, d3, d6(a), h4